Event description:
Pt was about 30 mins into hemodialysis treatment when pct noticed blood coming from catheter site. Nurse notified. Pressure applied to venus site and blood pump stopped. About 400cc of normal saline given to pt for volume replacement. Md notified & ambulance called for transfer to hosp per md order. Bleeding stopped after holding pressure for 15 mins. Bp 163/62. Blood loss approx 200-300cc. Pt transferred to hosp via ambulance.